Event description:
Information was received indicating a patient previously underwent a spinal instrumented fusion procedure at l4-s with an anterior lateral interbody fusion at l5-s1. The original surgery date is unknown. On (B)(6) 2021, the patient underwent a prone transpsoas procedure at l4-5. It was reported the patient was stable at postop. On (B)(6) 2022, a radiograph revealed l4 set screw had loosened resulting in subsidence. The surgeon indicated subsequent fusion occurred with improvement. No revision surgery is planned.

Manufacturer narrative:
Radiograph images were provided to confirm the event. The implant remains in the patient. The identifying lot number was not provided; therefore, the device history records could not be reviewed. Based on the information provided, a root cause could not be determined. There are warnings in the device labeling that this type of event can occur. Labeling review: intraoperative management: final tightening of set screws: all set screws must be tightened using the appropriate instruments (e.g., torque handle, final driver, and counter torque) as indicated in the surgical technique guide. Warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Do not final tighten under compression or distraction as the rod may not be normalized to the tulips, resulting in rod slippage. Failure to tighten set screws using the recommended instrument(s) could compromise the mechanical stability of the construct. Possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively. Initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.